Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative architect total b-hcg result for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result was <1.20, repeat was >15,000 miu/ml. The sample was diluted 1:2 and the result was 182,994.44 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a false negative architect total b-hcg result on the architect (B)(6), serial number (B)(6). Through an extensive investigation, the fsr found leaking of the assy, trigger_pre-trigger heater, complete (rohs), part number 7-200599-02, tubing, pre-trig pump to heater (rohs), part number 7-200119-01, and tubing, trig pump to heater (rohs), part number 7-200122-01, which were replaced and resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.